Event description:
Needle used within the set was placed into a patient's kidney from the posterior approach. .018 wire guide was advanced through the needle and met resistance. Wire guide could not be removed through the needle and separation of coiling around the wire guide occurred. Next the blue introducer catheter was advanced into the kidney (which had a large stone) and during the procedure the metallic band on the outside of the sheath became dislodged. Subsequently, this was retrieved with no harm to the patient. Catheters were ultimately placed and patient was scheduled for a percutaneous lithotomy to follow this intervention.